Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled on (B)(6) 2021 and 13 colony forming units (cfus) of coagulase-negative staphylococci and micrococcaceae species were identified. A second sampling was taken on (B)(6) 2021 and less than one (1) cfus of microorganisms were detected. The obtained results are in conformance with the requirements. Additional information was provided regarding the cleaning, disinfection and sterilization (cds) processes at the facility. During pre-cleaning the customer suctions water from the channels and flushes out the air/water channel, auxiliary washing channel, the balloon channel and the forceps channel. The customer does not use detergent during pre-cleaning. During manual cleaning, the customer uses detergent aniosyme synergie 5 and brushes the operating/suction channel, the suction piston, the port of the operating channel and the distal end/area around the elevator using asept inmed brushes, reference number 201790. The customer manually disinfectants the scope using disinfectant anioxytwin. For automated endoscope reprocessor (aer) treatment, the wassenburg wd440 adaptascope is used with wassenburg endohigh (detergent) and peracetic acid (paa) (disinfectant). The customer hangs the scope vertically in a storage cabinet that has a drying function (dry 300).olympus is the customer¿s maintenance company. The scope was not sterilized. The device was returned to olympus for evaluation. There was a chipped charged coupled device (ccd), worn out glue on the bending section cover and a cut on the key top. In addition, the device failed the angulation system inspection (less angulation) and the foam check on the channel system. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for 14 colony forming units (cfus) of coagulase-negative staphylococci and 4 cfus of champignons filamenteux in the biopsy, suction and air/water channels. The issue was found during a routine culture of the scope. Sampling occurred during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented, to provide additional information obtained from the customer. The investigation is ongoing. A supplemental report will be submitted, upon completion of the investigation.

Event description:
The customer provided, additional microbiological sampling test results. For the specific channels.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a relationship between the suggested event, positive culture test, and the subject device could not be determined. Growth of microorganism were confirmed from biopsy channel, suction channel, auxiliary water channel, and air/water channel in culture testing by the user after reprocessing. When olympus culture tested after reprocessing in accordance with instructions for use(IFU) before repair, the tests were resulted as follows: -channel rinsing water: 13cfu/endoscope staphylococcus coagulase negative, micrococcaceae; - channel rinsing water: <1cfu/endoscope. No abnormality or leakage from the channels was confirmed from incoming inspection by the repair department. A definitive root cause cannot be identified. IFU states as follows: "reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor the field performance of this device.